Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that the insulin pump was over delivering insulin. The customer's blood glucose was 52 mg/dl at the time of incident. The customer's blood glucose was 152 mg/dl at the time of call. The customer's blood glucose was 205 mg/dl at the end of call. The customer stated that he had low blood glucose of 48 mg/dl. The customer treated her low blood glucose with glucose tablets, soda and food. The customer stated that the time on the insulin pump was programmed incorrectly. The customer performed displacement test and the insulin pump passed. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, error, displacement, rewind, basic occlusion, excessive no delivery and self tests. The boluses were properly delivered during testing. No delivery anomaly was noted. However, unable to prime during the prime test due to a faulty force sensor. The pump was unable to complete the functional tests due to the prime anomaly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.